Event description:
It was reported that the patient received a shocking or jolting sensation. Initially impedances were fine at or (operating room) and fine one month post. The patient was programmed to c+0- with good therapy and the patient went home. No falls were reported. A couple of days later there was reproducible shocking at the device site, sometimes radiating down the arm. The patient was back and tried to use 1-2+ but not producing good therapy results. Or time was going to be scheduled to determine cause of shocking. The physician would have to go back in and 'that is not good.' The patient outcome was not provided.

Manufacturer narrative:
(B)(4).